Event description:
Information received regarding the explanted device notes that the patient presented with bradycardia requiring external pacing. The device exhibited no output, no magnet response and no communication with the programmer.